Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the lead 1- and 2- wires, agnd and belt discharge wires were severed. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing ECG non-functional messages.